Event description:
It was reported that the patient underwent a revision surgery due to subsidence of the tibial baseplate 3 years post-implantation. Patient was revised to primary tka. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products; lps option femoral e-l , item# 00-5996-015-51 , lot# 63742529, st prc tib plt size 5 , item# 00-5980-047-01 , lot# j6828721, lps flex art surf ef5 6 14 , item# 00-5962-040-14 , lot# 64971772, stem implant 15mmdx75mm. Item# 00-5988-012-15 , lot# 64946296, all poly pat comp 32dia , item# 00-5972-065-32 , lot# 65341199, oxf twin-peg cmntd fem md PMA , item# 161469 , lot# 266810, oxf anat brg lt md size 4 PMA , item# 159548 , lot# 403220. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.